Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Per clinical review of the patient's continuous ECG recordings, the patient was seen in sinus tachycardia at 120 bpm with motion artifact and electrode fall off. The patient's rhythm then degrades to vf with CPR/motion artifact. The patient received 9 non-lifevest defibrillation from approx. 18:56:49 to 18:59:23, while the patient was in vf with CPR/motion artifact. The patient's post shock rhythm for each treatment was vf with CPR/motion artifact. The patient remained in vf with CPR/motion artifact from 19:00:16 to 19:03:18. The patient then receives the 10th non-lifevest defibrillation, while the patient's rhythm was obscured by CPR/motion artifact. The patient's post shock rhythm was sinus tachycardia at 130 bpm. The patient remained in sinus tachycardia from 130 bpm slowing to sinus tachycardia 120 bpm from approximately 18:23:24 until the device was shutdown at 23:47:07 on (B)(6) 2020. CPR/motion artifact prevented the lifevest from treating the patient from approximately 18:55:40 to 19:03:18.